Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that when the patient's physician "attempted to program the patient post-operatively, he could not use contact 10." Then the physician attempted to program the patient's right subthalamic nucleus (stn) lead, "he noticed a poor response." Impedance testing was performed and found that contact 10 "had impedances greater than 40000" ohms. The physician "programmed around the invalid contact" at that time and the patient was "receiving beneficial stimulation" following the programming. Though the issue was not resolved, surgical intervention was not planned or undertaken.

Event description:
It was reported that high impedances were observed during post-operative programming. Impedance testing found that unipolar electrode 10 and all bipolar electrode pairs involving electrode 10 had high impedances of ¿>40000¿ ohms. The programming physician was reported ¿unable¿ to program the patient initially after the operation ¿due to the high impedances on contact 10.¿ it was unknown which device component was the cause of the impedance issue. The patient was subsequently programmed on their right side using electrode 9, which was notably ¿helping and providing therapy.¿ there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3387-28, lot# 0209168926, implanted: (B)(6) 2015, product type: lead. Product ID: 3387-28, lot# 0209198775, implanted: (B)(6) 2015, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).